Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly on electrical board and power board. Unable to verify critical pump error (open book image) alarm due to blank display. Device was received with corroded battery tube and cracked case along the side of the battery tube.